Event description:
A customer contacted baxter's technical service center to report a leaking cassette while on the home choice (hc) device during use. The home patient (hp) stated that the current cassettes were leaking during therapy. The baxter technical representative (tsr) inquired as to whether the hp had a new box of cassettes from a different lot number to use. The hp did have new box of cassettes. The tsr suggested that she try the new cassettes. If she encountered the same problem, then the hp should call baxter and tsr will initiate a swap of the hc. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue of leak. The fluid was coming out of the cassette from behind the hc door. The hp thought that the cassettes were not properly sealed causing the leak issue. The hp stated she was very careful handling the cassette hence she could not have caused any damage to the cassette. There was no visible damage or abnormalities on the cassette.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one companion sample for evaluation. Visual inspection performed with no issues noted. The condition of the leak was not confirmed in the lab. The cause was undetermined.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined . A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample is not available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if additional information is obtained.